Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 10atm. The procedure was completed with another of the same device. There were no patient complications reported post procedure.